Event description:
The pt's nurse called to report the pt having a transfer set that was leaking at the tubing/twist clamp. Nurse was unable to a see any hole in tubing. Nurse stated the transfer set was in place for approximately 2 months. Sample available. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
A device sample is anticipated, but has not yet been received for evaluation. A follow up report will be submitted when the evaluation in completed.